Event description:
The customer also reported that one of their patients passed away 2 weeks prior and that they are still able to see this patient on their central nurse's station (cns). The customer also reported that they want this data to be investigated as some waveforms do not appear clear.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer at (B)(6) reported the following issue with pu-681ra; sn-(B)(6), from patient monitoring: one of their patients passed away 2 weeks ago and they are still able to see this patient on their cns. The customer also reported that they want this data to be investigated as some waveforms do not appear clear. Investigation summary: the cause of the patient death was not nk device deviation since the cns did alarm at the time of event. It needs to be noted that the staff was reportedly silencing all the crisis alarms. The overall risk of this event, taking into consideration of severity and probability, is "high". The reported issue does not require further investigation through CAPA process since no nk device malfunction was noted. Additional model information: d10: the following device was used in conjunction with the cns: bsm - model: mu-631ra, s/n: (B)(6), approximate age of the device: 49 months, device manufacturer date: 01/24/2017, unique identifier (UDI) #: (B)(4).

Manufacturer narrative:
The customer also reported that one of their patients passed away 2 weeks prior and that they are still able to see this patient on their central nurse's station (cns). The customer also reported that they want this data to be investigated as some waveforms do not appear clear. The following fields are not applicable (na) to this report: lot # & expiration date. Additional model information: the following device was used in conjunction with the cns: bsm - model: mu-631ra. S/n: (B)(4). Approximate age of the device: 49 months. Device manufacturer date: 01/24/2017. Unique identifier (UDI) #: (B)(4).

Event description:
The customer also reported that one of their patients passed away 2 weeks prior and that they are still able to see this patient on their central nurse's station (cns). The customer also reported that they want this data to be investigated as some waveforms do not appear clear.